Event description:
During an esophagogastroduodenoscopy (egd), the physician used cook endoscopy captura biopsy forceps with spike to obtain a biopsy. The patient experienced abdominal pain and gastric bleeding. A hemostasis clip was used to stop the bleeding. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The area representative was made aware of this occurrence on 08/26/2010. The area representative informed our corporate affiliate on 10/13/2010. The designated complaint handling unit (customer quality assurance) was not informed of this occurrence until the corporate affiliate was informed on 10/13/2010. These dates are documented. The appropriate personnel have been informed of this occurrence in an effort to promote timely reporting of this information. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. The customer returned unused products from various lot numbers to be evaluated as part of the complaint investigation. These devices were received by cook endoscopy on october 18, 2010. Two forceps from each lot returned have been returned to our approved forceps supplier to evaluate the product. We have not yet received the evaluation results from the approved forceps supplier. A follow-up MDR will be submitted upon receipt of the evaluation results. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number cold not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: the appropriate personnel have been informed of this report in an effort to heighten awareness. No further action warranted at this time because the report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.